Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, their implantable cardioverter defibrillator exhibited episodes of myopotential oversensing. Programming changes were made. Following the programming changes, myopotentials were not seen with deep breathing. The patient was stable.